Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached the results of our investigation. (B)(4).

Event description:
Patient presented to emergency department with dislocated hip. Emergency department relocated hip under sedation. No operation needed.